Event description:
Device 2 of 3 (refer to manufacturer's report number 1627487-2009-00001 for device 1; and refer to manufacturer's report number 1627487-2009-00003 for device 3).

Manufacturer narrative:
Eval: device history record and sterilization record were reviewed, no anomalies were found. Results: all records reviewed were found to meet specifications. Ans inc. Has limited info related to the pt's medical history and is unable to form a medical opinion as to the relevancy of the pt's history to the event reported. Ans inc. Defers to the pt's physician regarding medical history.